Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer called baxter corporate product surveillance to report a vial-mate reconstitution device which is coring the vials. According to the report, when the customer attached the 0.9% nacl minibag ((B)(4)) to the vialmate and attached a vial of rocephine 1gm to reconstitute the drug, he noticed a small piece of clear plastic floating on top of the solution that was introduced into the vial after the needle pierced the rubber stopper of the vial. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.